Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms. The device and the lead were explanted and were replaced successfully. No additional adverse patient effects were reported.